Event description:
It was reported that the right ventricular (rv) lead alerted for impedance warnings on rv defibrillator coil. The lead was suspect of a rv coil fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.